Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button issue, had crack on battery compartment and low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined to troubleshooting for the insulin pump issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
No audio or beep loud noise anomaly or button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked j2 or lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, compromised force sensor system test, excessive no delivery test and displacement test or verify low battery, no delivery alarms due to unresponsive button. Device had broken battery tube threads.